Manufacturer narrative:
The cannula is supplied to the distributor as non sterile for them to pack. It is possible the contamination did not originate from the manufacturer. Reviewing video of the reported event shows after the cannula is used a second time and is pumping liquid, for some time, the hair appears. This suggests that it was not the needle but the hair was flushed through it. The hair was examined and we think it is an eyelash extension. There have been no other similar complaints with this product. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Please note the fei number is (B)(4). We are in the process of updating our medwatch form to include this new location. The batch record for this device has been reviewed, in addition a flow test of 100% is performed during production to catch defects with the needle. No anomalies were found. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a "hair" like particulate came out of the cannula and into the eye. The particulate was removed with forceps. The cannula was used during hydrodissection and again to close the incisions. The cannula had been disconnected to fill the syringe with bss. No patient impact or injury.